Event description:
Upon completion of preventive maintenance service, the manufacturer's service technician reported the device was failing testing due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation operation. The service technician replaced the gas delivery system to address the finding. Performance verification testing was completed and passed to operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Gas delivery system.